Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed automatic mode switch episodes due to atrial lead noise were also noted. The lead was subsequently explanted. The patient condition was good.